Event description:
Boston scientific received information that this right ventricular (rv) lead lead exhibited noise which resulted detections and diverted shocks. Due to the leads age, the physician decided to replace the lead. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.